Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Cine images were provided and reviewed by an edwards medical director: observations: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mitral annular calcification (mac); poor coaxial alignment of the valve and delivery system with lateral bias; poor image intensifier angle (iia); valve positioned 75/25 aortic, moved 8mm ventricular during deployment, with a final; position of 70/30 ventricular; next image shows valve in the lvot. Impressions: initial sapien positioning was significantly aortic (75/25). During deployment eccentric distal balloon inflation was observed, however, this does not appear to be associated with valve movement relative to the balloon. Rather, the entire valve/balloon/delivery system appeared to rotate in ¾ view, giving the impression of valve movement. During deployment, the entire valve and delivery system moved ventricular, leading to a final position that was unstable (70/30 ventricular). This was followed by valve embolization into the lvot. In this case, it appears that a combination of procedural factors likely contributed to the valve embolization. There was poor coaxial alignment of the valve and delivery system and poor image intensifier angle prior to deployment. In addition, the entire valve and delivery system was moved ventricular during deployment, which lead to a final position that was unstable (70/30 ventricular). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Transfemoral approach with a 26mm sapien. The first valve embolized into the ventricle and the second valve was a successful implant. The patient was taken to the or to retrieve the embolized valve while on cpb.